Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at (B)(6) initially for bowel cancer surgery on (B)(6) 2025 and then after the surgery, a new pod was applied but the patient was experiencing hyperglycemia. The patient's blood glucose levels reached 27 mmol/l (486 mg/dl) and ketones reached around 2 mmol/l while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found slightly bent. The patient was feeling unwell. The patient was treated with insulin drip. The patient was discharged 6 days later. The pod was removed at the hospital. A new pod was applied.